Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Before the device was released compression ranged from 14-18%. Some shoulder was noted but the device met release criteria. Upon release, the device settled with less compression from 11-15% and possible proximal shift. The device still met release criteria even after release.